Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: crease fold, wear abrasion, white calcification on the shell, an opening on posterior, and yellow biological tissue in shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior and more than 3 punctured openings on posterior, anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. More than 3 punctured openings on posterior, anterior and radius assessed as surgical damage like.

Event description:
Healthcare professional reported the device has been explanted.